Event description:
During a pulmonary vein isolation (pvi) atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. Pvi had started but stopped when it was noted that the patient was not hemodynamically stable. An ultrasound was done which revealed a pericardial effusion. A pericardiocentesis was performed, the patient remained stable. During the transseptal puncture, the puncture was performed too far posteriorly and ended up in the pericardium instead of the left atrium. It is thought that this likely resulted in the pericardial effusion. There were no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. 510k (g3) is not provided within this report as this product (model g407211) is an ous configuration not available in the us and is therefore not referenced in the gudid database.